Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that a follow up CT scan identified the stent graft had thrombosis due to a kink in the distal limb. Per the physician, the cause of the thrombosis was due to the kink in the limb. The physician suspected the cause of the kink to be attributed to the patient's anatomy. The physician performed a fem-fem bypass, resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.